Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s parent reported via phone call frozen display anomaly, moisture damage and broken force sensor detected during seating or regular delivery on the insulin pump. Customer¿s blood glucose level was 127 mg/dl. Troubleshooting was performed. Customer advised they were unable to rewind the insulin pump and unable to clear the alarms. Customer¿s parent advised there was water in the battery compartment and the issues remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant critical pump error alarm and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.